Manufacturer narrative:
Follow-up #1: date of submission 10/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: during investigation, the display was found to be blank and with audible and vibration. The responsiveness of the buttons was unable to be tested due to the blank display. The display was found to be cracked. A test display was used and functioned properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (display issue) issue. The customer alleged that reports that the display was intact but that it looked "shattered internally" when looking at the display this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 02/28/2017 - correction to serial #.